Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Prior to the fse visit, the customer indicated that they hard power cycled the system. The fse performed a test drive of the system as close to how the system was set up when the issue occurred, but was unable to replicate the customer reported complaint. The customer noted that axis 3 on the usm3 moved freely and when the issue occurred, most of the usms were stiff and hard to move. The fse confirmed that when the issue occurred, all of the usm arms had notable insertion resistance, and that the insertion axes were moving a lot more freely. The fse ran usm tests including verification prep, verify tornado pot calibration, usm advanced brake test, usm pitch friction, usm insertion friction, usm carriage 1-4 friction, usm carriage 5 friction, usm tornado friction, and usm yaw friction which all passed without issue. The fse performed another system verification after the tests ran and still could not replicate the issue. The system was tested, operated without issue and verified as ready for use. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date on (B)(6) 2022 on system sk4482. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to an issue with one of the usm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the universal surgical manipulator (usm3) was moving on its own. Usm3 was moving more than it should and while grasping the master tool manipulator (mtm) and not moving it, the usm3 moved forward on its own. The customer elected not to use the system. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The surgeon made a decision to convert the procedure to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.